Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the atp console board was the source of the beeping. To resolve the calibration issue, the representative replaced the ht controller board. Additionally the atp console board was replaced to resolve the beeping issue. The representative then performed a manual calibration, opened the generator loop for calibration and was able to complete auto-calibrations. The imaging system then passed the system checkout and was found to be fully functional. The suspect ht controller board and atp console board have been received by the manufacturer for evaluation. However, the results are not available at this time.

Event description:
A medtronic representative reported that, while performing a planned maintenance (pm), the system would not auto-calibrate. Following a restart of the imaging system, the system beeped. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Analysis on the suspect ht controller power control board was completed. The control board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The atp console for the imaging system was returned to the manufacturer for analysis. The console was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.